Event description:
Analyzer pickup of tube resulted in multiple aspirations of the same pt but resulted on pts other than the tube analyzed. Tube had lodged into aspiration system via tube clamp. Same tube repeatedly returned to the piercer to be aspirated while the barcode reader continued reading each sample that passed the reader. This resulted in errors in reporting. Error log demonstrated no errors until well after all reports had been released on pts, error flagged as "analysis error 1 hr later. Errors in reporting not noted until following day after inquiry of results.